Event description:
It was reported that the customer was treated by the paramedics for a low blood glucose reading of 32 mg/dl. Prior to the event, the customer had been ill and was feeling dizzy. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to complete to the best of our knowledge.